Event description:
Biased tsh results on the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as the result of this event.